Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening linear on anterior, crease fold, brown particles outer device, broken plug strap and white calcification outer device. Leak test and microscopic analysis was performed which identified: sharp opening on anterior, wear abrasion and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening. A sharp broken on plug strap assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Event description:
The device has been explanted.